Event description:
It was reported that the ventilator had a leakage. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that oxygen was leaking from the o2 hose. Identification of issue has been done by analyzing problem description and service report. There was no patient harm. Based on technician statement, the o2 hose has been replaced to resolve the issue. On-site investigation assumed that o2 hose was old. There is no information how long the hose has been used. Purpose of the hose is to supply oxygen to the ventilator. The issue was decided to be reported based on available information as defective o2 hose may lead to stop of ventilation or low o2. Defective parts have not been available for further evaluation. The root cause to the reported issue has not been determined.